Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that d5ns and insulin were infusing via two separate pump modules connected to the same alaris pcu. The lvp with the d5ns infusing began to alarm with a message stating "channel disconnect". The message on the pcu prompted the user to confirm and reset the pcu and attached modules. Once the user completed confirming and resetting the pcu, the pcu then displayed a "screen locked" message which prevented any of the pcu or the affected lvp buttons to work. At that time, both the d5ns and insulin medications were clamped and disconnected from the patient. The pcu continued to have the screen locked message displayed, so the end user removed both lvps from the pcu. The affected lvp was put aside and marked with an "out-of-order" label and taken out of the patient's room. The insulin lvp was then reconnected and infused via the original pcu without any further issues. There was no patient harm.

Manufacturer narrative:
Correction on follow-up (1): after further review, file is now deemed reportable. The customer¿s report of channel disconnections and the screen being locked while attempting to confirm the disconnections was confirmed. Physical inspection of the pump module showed dried fluid residue on both iui connectors with contamination and corrosion forming on the pins. The pump module iuis were manufactured in 2013. Analysis of the pcu event log identified 3 channel disconnections. After the first disconnection at 9:11 pm on (B)(4) 2018, the user was able to confirm the alarm. The pump module was re-added and the previous program was restored. At 9:46 pm the user pressed the pcu tamper switch which enabled the panel lock security feature. At 9:54 pm the second channel disconnection occurred. Any attempt to confirm the disconnection was denied by the panel lock feature. At 10:02 pm the third disconnection occurred on a concomitant device that was infusing. Testing of the pump module and pcu failed to replicate any channel disconnections. The proximate cause of the channel disconnections is a combination of dried fluid and contamination found on the pcu¿s female iui and the pump module¿s male iui. The root cause for the ¿screen locked¿ message is the tamper switch enabling the panel lock security feature. No fault was found with the tamper switch therefore it is assumed that the user pressed the switch.

Manufacturer narrative:
After review of file, changed reportability from reportable malfunction to non-reportable as there is no information to suggest that the channel disconnect occurred due to an iui issue.